Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported right side "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the return device identified an opening assessed as an unidentified (tear) opening. Additional analysis noted crease flat observed on the device.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "any creases." The device has been explanted.